Event description:
(B)(4): it was reported that the keeper clip would not fully seat in the visum 300 examination light. There was no patient involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. The customer repaired the examination light by replacing the keeper clip. The light was not returned to the manufacturer or evaluated in the field by the manufacturer. Evaluation summary: the keeper clip is used to hold the examination light head to the spring arm. If the keeper clip is missing, there is potential for the light head to disassemble from the spring arm. It could not be determined how the keeper clip was not installed properly by the customer. A new hardware kit which includes the keeper clip was sent to the customer. The customer installed the keeper clip and reported that the examination light is functioning properly. There was no patient involvement and no adverse consequences reported.